Event description:
It was reported that during a ptca/stenting procedure, a stent was deployed in the proximal left anterior descending. The pt received anticoagulation therapy. Three days later, the pt experienced chest pain with st segment elevation and was taken back to the cath lab. A balloon catheter was used to reestablish the flow to the occluded left anterior descending stent. The angiography revealed a dissection proximal to the stent with luminal compromise within the stent. A stent was deployed to cover the dissection. The pt received anti-coagulation therapy during the procedure. No other info was provided.